Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for vena cava placement prior to a lower extremity orthopedic procedure. The right common femoral vein was accessed and ap digital examination of the vena cava was performed which demonstrated a widely patent vena cava without evidence of congenital abnormality or intraluminal filling defect. A sheath was advanced to the inferior vena cava and a filter was deployed in the infrarenal portion of the inferior vena cava. Approximately ten years six months post filter deployment, the patient presented for a consultation for the retained filter. An abdominal x-ray demonstrated a filter with detachment of one of the struts. Potential ivc filter retrieval was discussed and the unlikely case of successful retrieval given indwell time and not being a retrievable filter by design. Potential laparotomy for open retrieval of the filter was discussed and the patient wished to refrain from operative intervention at this time. Venous imaging studies did not suggest caval obstruction. All questions were answered. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten years and six months post filter deployment, the patient presented for a consultation for the retained filter. An abdominal x-ray demonstrated a filter with detachment of one of the struts. Therefore, based on the provided medical records the investigation can be confirmed for detached filter limbs. The investigation is inconclusive for the alleged tilt and migration of the filter as no objective evidence has been provided to confirm those alleged deficiencies with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before an orthopedic procedure and patient¿s smoking status. After an unknown amount of time post filter deployment, the filter allegedly detached, migrated, tilted, and removal attempt after three months was not advised. The filter and detached limb(s) has not been removed from the body, and there were no reported retrieval attempts. The location of the detached limb(s) is unknown. Based on a review of medical records received, the patient had a vena cava filter deployed in the infrarenal portion of the inferior vena cava prior to a lower extremity orthopedic procedure. Approximately ten years six months post filter deployment, an abdominal x-ray demonstrated a detached filter limb. A discussion was had with the patient regarding potential filter retrieval and potential laparotomy for open retrieval; however, the patient wished to refrain from operative intervention. No additional information was provided in the medical records received.